Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blood at site, customer's pain and bent sensor cannula. The customer's blood glucose reading was unknown. The customer stated that she bled a lot during insertion. The customer stated that she removed the sensor and the tip was kinked. The customer stated that it hurt a lot at the time of insertion. The customer will be sent replacement sensor.